Event description:
It was reported that the patient with this electrode had received an inappropriate shock from their implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system. Review of the episode noted oversensing of noise and changes in amplitude morphology measurements. The field suspects the electrode may be causing the reported clinical observations. The electrode remains in service and there have been no adverse patient effects reported.